Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 04/09/2015; electrode belt: 07/21/2015.

Event description:
Zoll was notified by a us distributor that a patient passed away. Originally, the patent's doctor notified a us distributor on 03/29/2016 that the patient passed away and was not shocked. Review of the patient's download however revealed that the patient was treated prior to passing. The patient's sister reported that the patient was wearing the lifevest when the device began to alarm. She stated that the patient was transported to the hospital while wearing the device and the lifevest was not removed until the patient arrived at the hospital. Review of the treatment event revealed that the patient received 13 treatments between 09:40:30 and 10:20:29 am on (B)(6) 2016. The first 8 treatments were appropriate and delivered between 09:40:30 and 10:04:32 am while the patient was in vf. The treatments converted the arrhythmia to sinus bradycardia (treatment 1)/a sinus rhythm (treatments 2-8). At 10:06:49 the 9th treatment was delivered while the patient was in svt. The post-shock rhythm was sinus tachycardia at 150bpm. The high svt rate contributed to the false detection. At 10:08:32 the device detected and alarmed for vf. Treatments 10-13 were delivered between 10:09:02 and 10:20:13am while the patient was in vf. All four treatments successfully converted the vf to a sinus rhythm. A non-treatable rhythm was detected at 10:20:29 and the electrode belt was disconnected at 10:24:47. The patient passed away on (B)(6) 2016. There is no evidence of a treatable rhythm that the lifevest failed to treat.